Event description:
It was found through an obituary search that the patient had passed away. No cause of death was found. The in-house programming history database was reviewed and showed no anomalies related to the reported death were found. A battery life calculation was performed with the available information. No anomalies were observed. Based on the information available, it appears the patient's vns had approximately 0 years remaining at the time of death. Attempts for additional relevant information have been unsuccessful to date.